Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device was prep normally. The device will not be returned due to patient¿s infectious disease. As reported, a powerflex pro pta (8mmx40mm 135) balloon catheter burst at or below rated burst pressure. The balloon was prepared for post dilatation after stent deployment. The powerflex pro pta balloon catheter (complaint product) was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore it was replaced with a new balloon catheter. The physician commented that¿ the balloon was not caught by the stent¿. The procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device prepped normally. This was an endovascular repair case. The product will not be returned for analysis due to patient¿s infectious disease. A device history record (DHR) review of lot 17181446 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, the unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17181446) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta (8mm4cm 135) balloon catheter was prepared for post dilatation after stent deployment. The powerflex pro pta balloon catheter (complaint product) was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore it was replaced with a new balloon catheter. The physician commented that¿ the balloon was not caught by the stent¿. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis due to patient¿s infectious disease. The target lesion was the iliac artery. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was an endovascular repair case.

Manufacturer narrative:
As reported, a powerflex pro pta (8mmx40mm 135) balloon catheter burst at or below rated burst pressure. The balloon was prepared for post dilatation after stent deployment. The powerflex pro pta balloon catheter (complaint product) was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore it was replaced with a new balloon catheter. The physician commented that¿ the balloon was not caught by the stent¿. The procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. This was an endovascular repair case. The product will not be returned for analysis due to patient¿s infectious disease. A device history record (DHR) review of lot 17181446 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, the unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.